Event description:
It was reported that there was a small puncture at the tip of those scopes, and no other errors in reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a misuse of users caused the event to occur. However, a definitive root cause could not be determined. The reported phenomenon might be prevented by following the instruction manual stated below. Instructions: evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f chapter 5 "reprocessing: general policy" chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" chapter 8 "cleaning and disinfection equipment" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not expected to return to olympus due to in-service was provided by an olympus endoscopy support specialist (ess). Upon inspection provided by ess, it was concluded that techs were not leak testing/reprocessing scopes correctly and scopes which had leaks were being placed into the drying cabinet to be used for procedures. Olympus ess completed an in-service on the subject device for the staff. Proper leak testing protocol was taught to the new employee to avoid this happening in the future. All attendees were listed on the attached attendance sheet. All models reviewed during the in-service were listed in the attached on-track form, as well as in the products section. The ontrack form documented all cleaning, disinfection, and sterilization information that was reviewed during in-service. Manager at customer site was informed about the incident and a future in-service is being arranged for his staff on the importance of proper leak testing. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic bronchofibervideoscope that was pulled from drying cabinet contained a leak upon inspection. The issue was found during reprocessing in-service provided for new tech in endo department by olympus endoscopy support specialist (ess). There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the incorrect/insufficient reprocessing as a reportable malfunction.